Event description:
It was reported that, "she had a loose patella and the baseplate was loose. It had to get revised."

Manufacturer narrative:
The lead was received approximately 1.25 years after explant.

Event description:
It was reported that the patient presented to emergency room experiencing muscle stimulation due to lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
Na